Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of tip premature deployment. Block h10: visual analysis found the returned device has no visual damage or abnormalities. The tip was intact and it was still attached to the basket wires assembly. Functional inspection found the basket section was able to retracted and extended properly without any issues or resistance. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event; therefore, the most probable root cause is "no problem detected".

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. A second trapezoid basket was used; however, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. A second trapezoid basket was used; however, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.